Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After sudden pain in the left hip on (B)(6) 2020, the patient was presented to the emergency ward. The x-rays show a rupture of the hip prosthesis stem neck. On (B)(6) 2020 the prosthesis was replaced. The primary prosthesis was implanted in 2003.